Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 852 mg/dl, and he was treated with lantus and humalog. It was stated that the customer was experiencing nausea and vomiting. Troubleshooting was performed. The time, date, and settings were correct. Was not bale to check the insulin pump functionality as customer has been asleep and the device was empty at time of call. Advised the doctor to have the customer call back to complete the testing. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.